Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 99mg/dl. The customer stated that the insulin pump delivered 21 units into her body and paramedics were called out. The paramedics treated the customer's blood glucose with glucagon and then the customer was taken to the hospital for add'l treatment. Troubleshooting was performed. No further info was provided.